Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and anxiety - product/procedure, was received on aug 26, 2021 with lot number 110331. Visual analysis of the returned device identified, the weight the device within specification, deformation, wear abrasion, observed 40 mm dark patch edge material inside gel device, and fold creases. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture baker grade IV."

Event description:
Healthcare professional reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture baker grade IV. The device remains implanted.